Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "check vent: backup alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the central processing unit (cpu) board preventively, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16530.